Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging heart attack and sore throat,difficulty in breathing,cough related to a bipap device's sound abatement foam. This event is assessed as not related to the device in this case.the patient did not receive any medical intervention . The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally /internally and observed unknown dust/dirt contamination found in the air inlet ,iso port,blower motor casing/impellers ,bottom panel,back of lcd panel and blower box ,underneath the flip lid seal,outside of the dry box was inconsistent with degraded sound abatement foam contamination and the presence of contamination throughout the airpath,suggests a source external to the device. Mineral spots consistent with water ingress were found with blower box and on the motor casing,slight black contamination at the blower seal of the blower box appears consistent with the keratin contamination observed by the manufacturer. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and they confirmed the presence of contamination in the airpath and presence of mineral deposits in the humidifier water storage tank and on the flip lid suggesting the use of non-distilled water and there is no evidence of sound abatement foam degradation found within the device. Section h6 health impact code was missed to capture in previous mmdr,now it is corrected and updated in this report.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused a heart attack and sore throat. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.